Event description:
Customer reported receiving a failed battery test while changing her infusion set. Customer stated that it was due to her accidently unscrewing the battery cap. Customer's blood glucose reading at the time of the call was 177 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.